Event description:
It was reported that an x-tip needle separated during use; an apicoectomy was performed to retrieve the separated piece.

Manufacturer narrative:
Because a serious injury resulted, this event meets the criteria for reportability per 21 cfr part 803. A total units were returned and visually inspected with no abnormalities noted. Also, a DHR review conducted, indicated that the product was manufactured according to specification. Please note that additional info related to the event documented under report number 2320721-2008-00155 indicated that a second pt was involved. This report documents the event as it relates to the second pt.